Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling tired. It was noted that the magnetic glasses were laying on top of their implantable pulse generator (ipg). Ipg remains in use. No further patient complications have been reported as a result of this event.